Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-202a was being used during a robotic hysterectomy (B)(6) 2020 when the device "fell apart during procedure". It is reported that all components were removed using forceps which caused a 30-minute delay in the procedure. The procedure was completed successfully with no injury to the patient or the user. The patient status was reported as "ok". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: b5, d1 and d4 have been updated due to the catalog number originally being reported as 60-6085-202a; however, the correct catalog number of the device is 60-6085-200a. B5 was "also" updated for the event date due to wrong year. It was "originally" (B)(6) 2030 and updated to read (B)(6) 2020. Manufacturing narrative: received one 60-6085-200a in unoriginal packaging. Lot number was verified. Performed a visual inspection, the device was received disassembled. All pieces were received. Measurements were taken, the inner diameter of the green cup was on the higher end of the spec measuring at .208". The shaft measured at .1935". The inner diameter of the blue cone measured .199" which is out of spec on the high end. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There have been 2 complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: removal and disposal of vcare: 1. Re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. 2. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. 3. A. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle. 4. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. 5. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-200a was being used during a robotic hysterectomy (B)(6) 2020 when the device "fell apart during procedure". It is reported that all components were removed using forceps which caused a 30-minute delay in the procedure. The procedure was completed successfully with no injury to the patient or the user. The patient status was reported as "ok". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.